Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload a cartridge that had more than the minimum required amount of insulin. There was no adverse impact to the customer's blood glucose level. The customer re-loaded the cartridge to resolve the issue.